Event description:
It was reported that lead repositioning was attempted one day post implant, due to diaphragmatic stimulation. It was noted that the sutures on the anchoring sleeve had almost cut through the lead in less than 24 hours. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor distorted; the analyst noted that the sutures were apparently tied on too tight and distorted the conductor, and that the insulation was intact; proximal segment returned and analyzed.